Manufacturer narrative:
During insertion of an outback cto catheter to treat a cto in the superficial femoral artery, as the catheter approached the bifurcation, the mid portion of the tip of the catheter disconnected inside the 7f terumo destination sheath. The lesion was never reached with the device. The needle was not actuated during insertion of the device. The doctor was able to successfully retract the sheath with the outback catheter inside without patient injury. There was no damage prior to opening the package. The catheter flushed properly, the cannula actuated smoothly during prep. The catheter was handled properly and the tech and physician were very skilled in the use of the device. A choice pt wire was used with the sheath. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; 7 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. In the precautions section of the IFU, it indicates to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the event reported. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During use of an outback cto catheter, as the catheter approached the bifurcation, the mid portion of the tip of the catheter disconnected inside the 7f terumo destination sheath. The needle was not actuated, the lesion was never reached with the device. The doctor was able to successfully retract the sheath with the outback catheter inside without patient injury. The patient is a male, (B)(6). There was no damage prior to opening the package, the catheter flushed properly, the cannula actuated smoothly. The catheter was handled properly and the tech and physician were very skilled in the use of the device. The rep was not present in the case. The superficial femoral artery (sfa) was the target site, it was a chronic total occlusion (cto), the case was terminated after the tip came off of the catheter in the terumo sheath. The sheath was pulled out with the outback catheter. A choice pt wire was used with the sheath. There was no injury to the patient.